Event description:
It was reported that a 50-year-old caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced right sided rupture and left sided breast pain post procedure. The patient also had tenderness under her right arm. The rupture was diagnosed through pre-operative imaging. As a result, explant was performed on (B)(6) 2022. See 1645337-2022-08488 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: discomfort/rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 21, 2022. Replacement with mentor smooth round moderate profile 225cc saline prostheses was performed with explant. One week post replacement the implants are soft with no evidence of hematoma or signs of infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on august 22, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).